Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). The opticross 18 imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after performing ivus, the catheter was removed while the delivery wire got looped. Upon removal, it was discovered that the catheter tip had separated and remained inside the patient, still attached to the guidewire. No stent was placed at the site of separation. Since the fragment was located at the planned stent placement site, a stent was deployed to press and secure the fragment against the vessel wall. The separated fragment was not removed from the body. The physician believes the separation occurred due to the unnoticed looping of the delivery wire and was removed despite resistance. Additionally, the non-boston scientific (non-bsc) catheter was also found to be separated, possibly got fractured during an attempt to retrieve the opticross 18 fragment using a snare. Fortunately, the non-bsc fragment extended into the guiding sheath and was successfully removed along with the sheath by pressing it with a balloon. The patient condition remained unchanged after the procedure was completed using the original device.